Event description:
The pt was treated with a zenith flex endovascular stent graft system on (B)(6) 2012. The ipsilateral limb was ballooned at the aorto-iliac bifurcation inside the deployed stent grafts due to stenosis. The procedure went off without incident. Final angiogram revealed no endoleaks or stenosis. However, later that day the pt's right (ipsilateral iliac limb) had no flow and the pt had to be readmitted to surgery. The physician on call had to de-clot an area thought to be at the most proximal part to where the ipsilateral zsle overlapped inside the main body ipsilateral limb. It is uncertain whether the stenosis or device(s) caused the clot to form that disrupted flow down the pt's right leg. After de-clotting the physician deployed a stent (details of this stent are unk), and normal flow was restored. The pt is doing fine post operation.

Manufacturer narrative:
Occlusion is labeled in the IFU. Investigation eval: still under investigation.